Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a large thoraco-abdominal aortic aneurysm with a contained rupture approximately 71 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that 3 talent thoracic stent grafts were successfully implanted without endoleaks. Approximately 1.5 months post-index procedure, a type iii endoleak (component separation) and a contained aneurysm rupture were noted by CT, and the physician elected to resolve the endoleak by relining with 3 additional talent thoracic stent grafts, with successful results. Approximately 1 month ago, the patient presented with a new, contained ruptured, 8 cm descending thoracic aortic aneurysm or pseudoaneurysm below the previously-implanted talent grafts. In addition, the patient presented with an incidental 6.4 cm juxtarenal/infrarenal abdominal aortic aneurysm. The physician elected to implant another manufacturer's stent graft to successfully treat the new, contained ruptured thoracic aneurysm. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Eval codes: results: (endoleak), conclusion: (contained rupture/pseudoaneurysm, incidental abdominal aortic aneurysm).